Event description:
The device will not be returned. The sales rep reported the catheter was inserted with initial readings being normal. Approx five hours post insertion the reading was -4. The strain gauge was +15. A new catheter was placed and functioned as desired. No pt injury was reported.